Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia on (B)(6) 2023. The patient's blood glucose levels reached 30 mg/dl while wearing the pod longer than 48 hours. The patient reported getting into a car accident while hypoglycemic. The patient was treated with IV fluids and was given food. The patient reported the reason for their hypoglycemia was due to them putting in fake numbers into the personal diabetes manager which would result in the wrong amount of insulin given. This is off label use of the product. The patient was released the same day.